Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels displayed as "high" on the continuous glucose monitor (value not provided), and moderate ketones; cause was unknown. Bg was addressed via a manual injection, site change, and a temporary basal rate increase. The customer was instructed to consult with healthcare provider regarding bg level.